Event description:
The reporter stated that the device gave a result of 905 mg/dl. During troubleshooting the result could not be found in the device memory. It was stated that no treatment was received as a result of the 905 mg/dl result. A request was made for the return of the suspect device and replacement product was sent.